Event description:
It was reported the rear wheel spokes on both rear wheels of the t424rfa manual wheelchair have cracked. The reporter alleged the patient may be over the weight limit established for the wheelchair.